Event description:
Event was reported to caldera medical by an attorney. The patient has suffered chronic pelvic and vaginal area pain, severe bladder and vaginal infections, urinary incontinence, leakage, and excruciating pain during sexual intercourse. No further information has been provided.